Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced very loud noise and a sudden loss of connection to the internal device while receiving medical treatment (type not reported) to clean the ear canal on (B)(6) 2012. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).